Event description:
International affiliate reports the patient was suffering from post hemorrhagic hydrocephalus. The programmable valve was implanted in 2002 (exact date unknown). After 2 days the patient had vomit that could not be stopped. The valve could not be reprogrammed and the device was explanted and replaced.